Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 09/09/2015 prior to the creation of this complaint file on 09/14/2015. The following was found during investigation by product analysis: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history revealed a cs 078 call service alarm. During an attempted rewind step, the pump emitted a cs 078 call service alarm. The pump case was removed, and evidence of moisture damage was found on the printed circuit board. The pump casing was observed to be cracked near the display, and evidence of moisture ingress was observed behind the display lens. A leak test was performed and failed, indicating a leak in the casing. Additionally, the display screen appeared dim and discolored. (B)(4).